Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when entering the grams of carbohydrates (carbs) on the pump, the value displayed for the amount of carbs was a different number than what the customer expected to see. At the time of the reported event, the customer entered a test number of carbs and confirmed that the number displayed accurately on the carbs field of the screen. The customer stated that the past carbs entry events may have been due to user error. There was no impact to the customer's blood glucose level.